Event description:
It was reported that the angio-seal vip was deployed in the common femoral artery (cfa). Two days later, the patient developed a hematoma and deep vein thrombosis (dvt) in the common femoral vein (cfv) while sitting up in bed to have breakfast. The physician reported that the hematoma in the patient's cfa caused issues in the patient's cfv. Three days later, an ivc filter was placed. The next day, the patient went home.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.